Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven hundred and twenty-five (725) exactamix syringe inlets had particulate matter (pm) contamination. The pm was further described as, ¿hair, fiber, or black spot¿. These issues were discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.